Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioflex meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 3:38pm on (B)(4). The patient reported obtaining a blood glucose reading of 291mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported injecting 10 units of novorapid in response to the reported high reading. The patient reported passing out sometime later. The patient's spouse called an ambulance and the patient was treated with a glucose injection. The patient reported waking up and going to hospital. The patient reported that in hospital they were diagnosed with atrial fibrillation and they remained in hospital for four days. The patient reported testing their blood glucose on an unknown hospital meter and stated that it was 20 mg/dl higher than the subject meter, no exact readings were provided. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient developed serious symptoms associated with hypoglycemia while using the subject meter.